Event description:
On (B)(6) 2012, the lay user/patient's care giver (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012, (at approximately 6:13pm). According to the csr's documentation, ten minutes prior to the start of the reported power issue, the patient was experiencing a symptom of sweating. The reporter, however, denied the patient received any treatment after the alleged issue began. During troubleshooting, the csr verified that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), the patient was using the correct test strips, and the patient was not using the subject meter for the first time. The csr noted that the subject meter did not turn on with the test strip or manually with the power button; the reported meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.